Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service technician inspected the instrument and replaced the worn waste tubing which resolved the issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a falsely depressed sodium result for one patient on the architect c4000 analyzer. The following data was provided: sid (B)(6) initial: 114, repeat 136 (normal range is 135-146 mmol/l). The patient was admitted to the hospital due to the low result and seizures. The sodium was repeated and the patient was discharged without any treatment.